Event description:
Customer reported: we have had 4 circuits that passed the pretest, but when put on the (B)(6), the heater would not heat (would not go above 23c- mr820 heater), the low pressure alarm alarmed and the flow sensor alarmed ¿o2 measurement out of range¿. There was no patient harm as the patients were manually ventilated while the circuits were immediately switched to evaqua circuits with no further issues. The lot numbers were not known since the label was discarded, but customer stated she has lot numbers: 0000453627 and 0000548191. The drager vent was used with all these circuits. This is report 2 of 4 of the reported defective circuits.

Manufacturer narrative:
(B)(4). Device is in the process of being sent to the manufacturing plant. Upon carefusion's investigation, a follow up medwatch would be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary:the customer returned thirty-five (35) units for evaluation. (B)(4).